Event description:
Pt was explanted due to infection. It was reported that the pt had numerous blisters and that the lead could be seen coming through one of the blisters. The pt reportedly irritated/scratched at incision site. The infection was present at both the pulse generator/pocket and bipolar lead/cervical areas. The infection was treated with antibiotics and explant for both the pulse generator and the bipolar lead (leaving electrodes). The infection has reportedly resolved. Re-implant is not scheduled at this time.